Event description:
It was reported that the vibratory notifier was not working from the patient's device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.